Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on an unknown date and ¿the device was restarted during surgery." Per further assessment it was reported "a restart occurred after pneumoperitoneum had already been established. Specifically, during a robot-assisted partial nephrectomy, while the renal artery was clamped and the partial nephrectomy was in progress, a calibration occurred, which then initiated a system restart. As a result, pneumoperitoneum was lost at a critical moment of the procedure. The loss of pneumoperitoneum was sudden, and it is believed that there was no time to remove the instruments from the patient, although the detailed sequence at that point remains unclear." There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.